Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the catheter is broken at the base of the junction. The catheter was removed. The catheter was implanted on (B)(6) 2012. There was no injury to the pt. No additional info is available at this time.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.